Event description:
It was reported by the customer that the device had failed the 3am self test. It was also indicated that the unit was displaying a service icon and had an error code in memory that indicates a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition could not be duplicated. Various areas of the therapy pcb were mechanically and thermally stressed with no observed discrepancies. Further root cause of the reported failure could not be determined.